Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur; therefore, the customer was advised to continue using the pump and to contact support again if any issues reappeared.